Event description:
I had surgery at (B)(6). Skin glue was applied to my incisions. I developed erythema and itching around skin incisions. I was told that I perhaps having a skin reaction to the skin glue. I was informed today that more patients were experiencing the same symptoms recently than previously. (B)(6).